Event description:
A patient reported poor communication. The patient noted she had two programmers and neither of the programmers connects to the implantable neurostimulator (ins). The patient mentioned that the last time she used the patient programmer (pp) and was able to turn the ins off and back on was in (B)(6) 2016 when she had ablation done on her back. Since (B)(6) she did not do anything with her pp until (B)(6). The patient planned to follow up with the healthcare professional (hcp) since the patient was implanted on (B)(6) 2011 and did not feel stimulation and had a return of symptoms. The patient also mentioned that she was going to have a hysterectomy done on the week of the call because she had cancer in her uterus and her device needed to be off. The patient had an EKG on the day of the call. The patient stated she would try going for the EKG and if the device interferes she would know the ins was on. The patient reported no stimulation and she started she had been peeing all day long like crazy. The patient noted the symptoms were sudden in on set. The patient called back and reported they were going to have manufacturer representative (rep) come out and turn her stimulator off her surgery and pre-operative EKG. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the issue had not been resolved because the patient wasn¿t going to the doctor until (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.